Event description:
It was reported that during a da vinci si hysterectomy procedure, the harmonic ace curved shears insert broke and a piece fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Isi contacted the clinical sales representative who was present when the incident occurred. He indicated that the planned surgical procedure was completed and the patient did not experience any complications. The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.